Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, respiratory failure, autoimmune disorders, chronic bronchitis, sarcoidosis, heart failure, shortness of breath, and copd. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, respiratory failure, autoimmune disorders, chronic bronchitis, sarcoidosis, heart failure, shortness of breath, and copd. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an internal and external inspection of humidifier flip lid seal had dust-like contamination on it. One stop on flip lid assembly broken. White and tan dust-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. White and tan dust-like contamination on the dry box seals. Tan dust-like contamination in the iso port (international organization of standardization). Dust-like contamination inside the water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. The source of contamination was most likely external to the device. The following are the results of the investigation: pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil observed the beginning of sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings - pil observed the following from an external and internal inspection: the air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Blower grommet slipped on blower motor wire harness and not seated in blower housing cap from manufacturing. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and has dust-like contamination on it. Dust-like contamination on sound abatement foam. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to get care orchestrator information from device. Pil was unable to address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 have been updated in this report.